Event description:
It was reported patient presented to the hospital for a pacemaker generator change. Once lead testing was complete and parameters set for the new device it was noted that there were two alerts on the pacemaker. Oner for cyber security upgrade and the second was that a device reset had occurred. The alerts had no effect on the programming. The patient was programmed to dddr 70. All lead function and tests were within normal limits. A firmware update was performed the alert was no longer seen. Device remains implanted. The patient was stable and discharged.